Event description:
Per the wife, the catheter came apart and fluid leaked all over the floor. The technical service representative (tsr) instructed the home patient (hp) to call the peritoneal dialysis nurse (pd rn) if possible, or if not, go to the emergency room. The caller would discard the sample. There was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the pd rn on (B)(4) 2010. The pd rn stated that there was no patient injury/medical intervention associated with this event and the patient continued therapy as normal. The hp had been sleeping and disoriented, and pulled the transfer set off the catheter. The disconnection was between the plastic adapter on the transfer set and the catheter. The hp had used the transfer set for a little over 6 months and the patient had been on peritoneal dialysis since 2008. The patient was on automated peritoneal dialysis and the catheter was stored against the body in a pouch. The transfer set had not been previously reattached to the adapter and there was no visible damage or residue on the threads. No assist device had been used to make the connection. The transfer set was changed after the event.

Manufacturer narrative:
(B)(4). The sample was unavailable.